Event description:
Customer reported no reactivity with vra129 cell 3 and 6 and a pt later confirmed to have an anti-e present in their plasma. The initial antibody screen was positive (1+) with cell 2. The customer then tested the sample against vra129 and stated that no reactivity was observed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Pt sample was sent to ocd for further investigation. Sample leaked in transit, therefore no additional testing could be performed.